Event description:
It was reported, the patient experienced a burning sensation at the ins site since ¿2013 (B)(6).¿ it was reported this happened occasionally, and lasted a couple of minutes. It was reported the pain woke the patient up this morning. It was reported the patient fell in the bathtub (B)(6) or (B)(6) 2013. It was reported, the patient could have bent over wrong since then. It was reported, the patient thought the wire was twisted. It was reported, the patient was redirected to the health care provider.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
After further review, it was determined that an additional device should be added. (B)(4).